Event description:
A st. Jude representative reported that this lead was explanted due to 9 inappropriate shocks to the patient. The representative reported that there was an externalized conductor.

Manufacturer narrative:
Additional information: this device was returned to us for analysis after the initial submission. Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explant. The analysis revealed that the lead showed multiple signs of wear. In particular between 56 cm and 58 cm distal to the is-1 connector pin the insulation was found rubbed through. A conductor fracture occurred in this area. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction between the lead body and the nearby electrode. These damages can be considered to be the cause of the clinical observation as mentioned in the complaint description. The observed conductor outside the lead body did not result from an inside out abrasion. These damages rather resulted from excessive friction from the outside. Furthermore, the lead body was found squeezed and deformed at approximately 26 cm distal to the is-1 connector pin. It is reasonable to assume that this damage resulted from a clavicular - first rib entrapment. The cuttings in the insulation, as well as the deformations of the distal and proximal shock coils, occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.